Manufacturer narrative:
Block h2: additional information: block d7a (sud reprocessed and reused?). Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: block e1 (initial reporter city).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip was not deploying from the catheter. It was noted that the catheter was jiggled off and the handle was opened excessively, then the clip was deployed onto tissue. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip was not deploying from the catheter. It was noted that the catheter was jiggled off and the handle was opened excessively, then the clip was deployed onto tissue. The procedure was completed at this time. There were no patient complications reported as a result of this event.